Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packets of a bd insyte¿ autoguard¿ bc shielded IV catheter(s) were ¿opening spontaneously¿ and no longer sterile. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review findings: lot 7270730; was built on afa line 9 from 04oct2017 through 11oct2017 and packaged from packaging line 11 for the quantity of 434,010 units. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. DHR review disclosed no indication of the alleged defect as there were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Qn / sap database review findings: no qn¿s were initiated during the production of the lot number associated with this account. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received 1 insyte autoguard bc 18ga unit from lot number 7270730. Exp. 2020-09-30. Visual/microscopic examination: the package received was partially open at one end. Note: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusions: the defect stated in the description of the complaint was confirmed with the returned unit. Even though the package was received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. There was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.